Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) had leak in helium airline connection. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 , e3 , e1 ( initial reporter , event site email ) a getinge field service engineer (fse) evaluated the unit; however, the issue could not be reproduced during investigation. Review of the logs confirmed that a ¿gas loss in iab circuit¿ alarm occurred twice. No malfunction of the balloon was reported, and no additional issues were identified. The device underwent functional, safety, and calibration testing, all of which passed according to manufacturer specifications. The issue did not reoccur. Product passed all functional and safety tests per manufacturer specifications.